Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On the same day, it was reported that the patient was thirsty and tired. The egv was low. It was not documented whether the patient self-treated the urgent low egv. The patient drove himself to visit his diabetic nurse and she checked the bg because the patient did not have any test strips at home. Upon arrival, his nurse verified the bg values were over 600 mg/dl. The nurse advised the patient to go to hospital. The patient's roommate drove him to the hospital and he was admitted. The patient was treated with an insulin drip and later discharged the same day. At the time of the report, the patient's condition was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.